Event description:
It was reported that the customer had received a button error alarm on the insulin pump. Customer stated that he had another old pump that he kept. Customer received an unexpected restart alarm when he put another battery in the old pump. Customer will be using the old pump as a back-up pump until he receives a replacement pump. Customer's blood glucose level was 123 mg/dl this morning before the issue occurred. Customer stated that the pump was not stored or not in use for an extended period of time. Customer was advised to monitor the issue. No further assistance provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.